Manufacturer narrative:
(B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) ruptured during use. Upon follow-up the current patient condition was reported as deceased; however, no further information about the patient or event details could be obtained.

Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint of iab blood in helium pathway is confirmed. A puncture to the bladder, consistent with contact from the broken fiber, was found near the distal tip of the catheter which allowed blood to enter the helium pathway. The root cause of the broken fiber is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that an intra-aortic balloon (iab) ruptured during use. Upon follow-up the current patient condition was reported as deceased; however, no further information about the patient or event details could be obtained.